Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Cross reference with MFR # 2023988-2013-00010 (B)(4). Three 1104b olm intracranial pressure catheters with different serial numbers were reported faulty. The catheters had to be revised three times in the same patient. This report involves the third catheter which would not fit into the first bolt and had to be replaced.